Manufacturer narrative:
Investigation: on 24oct2017, (B)(4) received three (3) loose 0.3ml, 6mm syringes from reported batch# 6306564. All samples were decontaminated per (B)(4) prior to being evaluated. Upon evaluation by (B)(4), all samples were initially tested via plug gauge and found 2 of 3 samples did not pass this testing methodology. The two (2) samples were then tested for volumetric accuracy and all results were found to be within specifications. Evaluation of the print scale against the third sample was made and noted a downward shift in the print in both of the abnormal samples, however, this was determined to only be of a cosmetic nature. No impact to the end user would be conferred due to this noted printing irregularity. All samples were noted to be within specifications otherwise. Bd was able to duplicate or confirm the customer¿s indicated failure. CAPA (B)(4) was initiated by the (B)(4) plant to address print related defects and their associated root cause(s).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the entire box of 0.3ml, 31g x 8mm bd relion® insulin syringe(s) had unit markings that seemed lower than usual. This was observed before sure and there was no report of injury or medical interventions.